Event description:
Device 3 of 4. Reference MFR reports: 1627487-2010-00496; 1627487-2010-00620; 1627487-2010-00622. The pt received his scs system consisting of an ipg, two percutaneous leads, and a lead extension on (B) (6) 2009. It was reported that the pt received this system because he suffers from a chronic infection (lymphedema) in his right hand and arm. It was reported that the pt also developed an infection along the lead incision locations. The pt was given oral antibiotics. The physician explanted the system on (B) (6) 2009. There have been no further issues reported for this pt.

Manufacturer narrative:
Device 3 of 4. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.